Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 3.1e. On (B)(6) 2021 battery compartment is cracked and problem with battery connection. Unit perform visual inspection and pump received with cracked reservoir tube lip and cracked battery tube threads. Unit received without original battery cap and test battery cap fits and function properly. The pump passed the displacement test and test reservoir lock properly inside the reservoir tube. Unit was confirmed for physical damage crack battery compartment. Not confirmed battery connection. Unit passed required testing.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.